Event description:
Upon testing the harmonic the machine indicated "tighten handpiece." The handpiece was retightened and retested. Again it indicated "tighten handpiece." It was retightened and tested again where it then indicated "replace handpiece." Another harmonic was handed onto field. It was assembled and tested where it again indicated "tighten handpiece." It was decided then to replace harmonic scalpel cord as well as retighten. Upon testing it was then accepted. Reason for use: laparoscopic cholecystectomy.